Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2009 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2009 (B)(6); product type lead product ID 3778-60, serial# (B)(4); product type lead product ID 3778-60, serial# (B)(4); product type lead product ID 37712, serial# (B)(4); product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had an infection with their device that put them in the hospital for 3 days. The device was removed and replaced because, it was infected. The patient had the infection taken care of and was prescribed an antibiotic cream. The implantable neurostimulator (ins) was infected and not the lead. It was further reported that the patient was implanted on 2008 (B)(6) and soon after the implant had an unrelated surgery on their foot. The patient was prescribed a cream for that foot issue. The patient started using that cream at the implant site too which led to some discharge and eventually explant. There were no issues with the devices or therapy and no information regarding cultures and their results.